Manufacturer narrative:
Ocd rep provided cts with a summary of the complaint and images off of the provue and vision. Upon inspection of the images provided, disturbance of the cell button were noted with the vision results but none off of the provue. Listed provue has been confirmed to be used for internal validation testing at the customer's site and is not being used for patient release results. Testing is being performed in support of the vision method comparison validation testing for the mts anti-igg gel card for the ahg crossmatch test. No definitive root cause was determined. No incorrect or erroneous results have been reported as a result of the reported concern.

Event description:
Ocd rep contacting cts to report of a false negative reaction for the ahg cross match test with a sample known to be a blood group of b pos against a donor known to be a blood group of a pos on the provue, whereas testing by the manual gel method expected incompatibility was observed. (B)(4).